Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, prior to attempting implant, the physician tried loading a guidewire through the proximal end/connector pin and was unable to advance the wire more than 2-3cm. Something was obstructing the wire from advancing in the lead. After several attempts, the physician asked for a new lead. No patient complications have been reported as a result of this event.